Manufacturer narrative:
UDI= (B)(4).

Event description:
A report was received that the patient will undergo an ipg revision procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the ipg was in an uncomfortable spot. The patient underwent a revision procedure wherein the ipg was relocated. The patient was doing well postoperatively.

Event description:
A report was received that the patient will undergo an ipg revision procedure for an unknown reason.